Event description:
The pt is currently enrolled in the strong registry in (B)(4). The reporter indicated that the pt was hospitalized due to an occlusion of the study stent in the right sfa. The stent has been implanted for approx eight months. In (B)(6) 2011, the pt presented for invasive angiological diagnostics and treatment of paod in fontaine's stage iib. A duplex sonogram showed the stenosis of both the pelvic arteries and in-stent occlusion of the right superficial femoral artery in addition to the known occlusion of the left superficial femoral artery. The right foot was considerably colder. Symptoms appear in both legs after walking 200-300 meters. The pt had pain in the right big toe. Pta (intervention) was performed on the lesion on (B)(6) 2011. An approximate 20% residual stenosis remains, with prompt flow to the distal sement. Heparin was given after the procedure to optimize the treatment. The serious adverse event form indicated that the in-stent stenosis is possibly related to the study device. The cause of the restenosis is unk.

Manufacturer narrative:
Conclusion: the cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.